Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ''air detector'' which was reproduced. ''Air detector'' was verified through a review of the event history log as "reload set". The device also underwent functional testing and found lower reading values which were out of specification from a failed upstream sensor. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "air detector" during therapy (medication, programmed amount and delivery rate unknown). The nurse attempted troubleshooting by priming tubing, replace tubing and reset infusion without success. There was no patient injury or medical intervention associated with this event. No additional information is available.